Event description:
It was reported to philips that the system was restricted and needed the software reloaded, which can indicate a booting issue. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the host pc had post error on boot up. Upon troubleshooting, fse restarted the system but still the issue persisted. To resolve this issue, fse reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.